Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit then passed all testing.

Event description:
It was reported that during patient use, a ventilator had a blank display. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event. This report is being submitted as it has been identified for reporting based on a retrospective complaint review.